Manufacturer narrative:
Follow-up #1 date of submission 08/28/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/02/2013 with the following findings: evaluation revealed that moisture can be seen from behind the display lens and in the battery compartment. A leak test was performed and a battery compartment leak was found as well as a battery compartment crack. The pump case was opened and moisture was found throughout pump case. Unrelated to the case, the keypad was found to be worn.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. It was reported that the display screen was blank with moisture after swimming. Reportedly, a crack was noticed near the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.